Manufacturer narrative:
(B)(4). Batch # r92u29. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. In addition, it was also found that there was a cracked internal component; the y-link. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the clicking feedback of the handle became not to be heard soon after the procedure was started. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.